Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. During device interrogation, noise was noted on ra lead. The noise could not be reproduced and sensitivity set to auto. Patient was stable and will continue to be monitored.